Event description:
Procedure: laparo colon. Patient sex: unk. Reportedly, during the surgery the unit made the final (seal complete) tone. The tissue was then cut however it was not coagulated properly and a small amount of bleeding occurred.